Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery performed on 2006, a revision surgery was performed on (B)(6) 2021 to exchange a broken journey articular insert bcs std 5-6 lt 10mm. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured along the post, rendering the device inoperative. The device was heavily worn from prolonged use. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, a revision, insert exchange was performed approximately fifteen years after a tka surgery due to a broken post. Two photocopies of the returned device were provided and confirm the post breakage. The patient¿s current health is unknown. No additional requested information was provided. Without the requested documentation/information, the clinical root cause of the reported broken insert post cannot be definitively concluded. The patient impact beyond the reported post insert breakage and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical medical assessment could be rendered. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3, d8/d9